Manufacturer narrative:
During evaluation, the following were found; the screen does not power up due to a defective power supply (g1 board). The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor no longer works failure search following a black screen. The power supply board did not supply more than 24 volt test with 24 volt olympus backup power supply screen functional. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the phenomenon ¿device does not power on (startup)¿ occurred due to power unit failure. The cause of power unit failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The replacement of the g1 board was required to return the instrument to the OEM specification. Olympus will continue to monitor field performance for this device.